Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The tubing was detached from connector. The infusion set was in use for one day. The blood glucose level was over 500 mg/dl and the patient switched infusion sets, and gave herself a correction. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-03857. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6009885 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 2 for the tubing detached from tubing-tubing connector photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples,10 samples out 10 samples passed the test. Functional test 1: static pull tubing-tubing connector according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009885 was manufactured according to the wi version 98 and packaging in the machine 14, on 19-oct-2024, with a total of (B)(4) units. Gluing of tubing: the lot 4k01300 was glued according to the wi version 65, machine sc05 and sc06, on 18-oct-2024 with a total of (B)(4) units. The lot 4k01372 was glued according to the wi version 65, machine sc05 and sc06, on 18-oct-2024 with a total of (B)(4) units the lot 4k02980 was glued according to the wi version 65, machine sc08, on 17-oct-2024 with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in on database 02/jul/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6009885 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.